Manufacturer narrative:
Four unused samples were received for evaluation. Visual and functional testing found no defects or discrepancies. The reported failure mode was not confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported the disposable caused the device to exhibit two alarm types: regular "beeps", without an error message, and the alarm accompanied by the message: "no cassette, clamp tubing". The pump programming reads: flow rate 0.9ml/h, volume 50ml. The device alarmed when 30ml remained to be infused. There was patient involvement, but no patient harm/adverse event reported.